Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Customer was in the swimming pool. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 of pump error. Tested with a test p-cap and the test p-cap locked in place properly. Unable to do displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error. Pump failed self test due to pump error. Pump successfully downloaded to thus. Received pump error during rewind. Verified in the pump history download the pump alarmed pump error on 06/25/2022 17:17:21.000 due to moisture damage. The electronic assemblies were inspected, and water damage was noted. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, missing display window cover, corroded motor home switch. Pump error was confirmed. Pump error confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.